Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came in for an I&d, possibly an exchange of implants. The patient's incision appeared to be red and inflamed. When getting into the joint space the surgeon felt the patient would benefit from a full exchange of implants. With the hip only being done roughly a month ago, he felt he could exchange all the implants, perform a thorough washout, and then re-implant primary components. After washing the hip, new implants were prepared and inserted. The hip was reduced and found to be stable. The closing process began. Doi: (B)(6) 2021, dor: (B)(6) 2021, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.